Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was exchanged by the durable medical equipment company. The device was found to be infested with insects and will not be returning for repair at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.